Event description:
The customer reported the images are cutting in half and the system is rebooting on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. (B)(4).